Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative evaluated the system. The detector panel was suspected to be defective. The suspect panel was returned for medtronic's evaluation. Evaluation confirmed electrical fault on the panel. A replacement detector panel was shipped to the site. Upon replacement, a full system checkout was successfully completed, with all checks passing. The system is now fully functional. This event was identified during a retrospective review as discussed with the FDA (B)(4) district office on april 7, 2016 via medtronic navigation, inc. Response to (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that during a spinal fusion case, the imaging system was not booting. Despite multiple attempts, the issue persisted. There was a reported delay to the procedure of less than 1 hour due to this issue. Site discontinued use of the imaging system and successfully completed the procedure using a fluoroscopy system, with no adverse effect on patient outcome.